Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that after setting up the time and date and a battery exchange the basal insulin settings have changed on their own. The settings were not correct (only 0.5 units of insulin in each time block). No serious outcome.